Event description:
It was reported that the insulin pump alarmed button error while skiing and the customer could not cleared the alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error and no button response noted due to corroded keypad traces. No moisture damage found inside the insulin pump. The device was received with cracked reservoir tube lip, scratched screen protruded/loose drive support disk, missing end cap sticker and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.